Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) ¿ stem. Visual examination of the provided pictures identified the explanted stem is covered with bio-debris and no physical damage can be seen. Complaint confirmed based on the evaluation of the provided image and x-rays. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Radiographs provided were reviewed by a health care professional: implant alignment is maintained. There is no loosening of the arthroplasty components. There is radiolucency along the two proximal fixation screws and along the proximal lateral femur/plate interface and these screws may be loose. There are two proximal femoral defects and questionable loosening of the proximal plate and screw fixation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately 3 years post implantation of a right total hip arthroplasty, the patient was revised due to pain and loosening. This patient has had multiple surgeries on this joint as well as the opposite joint. However, the type of surgeries and products involved in the previous surgeries were unspecified due to patient privacy laws. During the surgery, the ncb plate was removed easily, and the arcos stem was loose as expected, and was also easily removed. The joint was subject to aggressive debridement and prepped for the zb oss proximal hip prosthesis. The original continuum cup and liner was left insitu. The revision surgery went as planned. Though requested, no further information was available.

Manufacturer narrative:
(B)(4). G2: foreign: country: new zealand. H10: cat# 163668 lot# 436570 32mm mod head cocr -3mm neck. Cat# 0202263018 lot# 2869414 ncba periprosthetic femur plate, proximal, right, 18 holes, 363 mm. Cat# 00223200418 lot# 63981511 cable cerclage cable w/crimp 1.8 mm dia. 635 mm length. Cat# 47223206001 lot# 4502046392 ncba cable button for ncba polyaxial locking plate, 2.5 mm hex drive. Cat# unknown lot# unknown ncb locking caps qty x (B)(4). Cat# unknown lot# unknown ncb 5mm unicortical screws - various lengths. Cat# unknown lot# unknown ncb 5mm cortical screws - various lengths. Cat# unknown lot# unknown ncb 4mm cortical screws - various lengths. Cat# unknown lot# unknown continuum cup . Cat# unknown lot# unknown liner. Cat# 11-301015 lot# 11-301015 arcos sts dist stem 15x250mm. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2023-02202. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.